Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The complaint for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Autotest failed due to broken feed through wires on channels 7, 8 and 16. The broken feed through wires are consistent with damage caused during the explant procedure and are not related to the reported event.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient's ipg was not communicating with external devices. Surgical intervention is expected to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2020, wherein the ipg was explanted. Further information regarding the procedure is unavailable.